Manufacturer narrative:
The returned valve (valve unit with 2 integrated connectors) was inspected under magnification and no anomaly was found. Patency testing of the valve by aspiration revealed no problem. The valve was then pressure/flow tested and found within specifications. Pressure/flow characteristics of this device were tested within specification at time of manufacture as shown on the device history records. As the returned valve was pressure/flow tested and found within specification, the valve analysis does not explain the reported clinical problem. Under-drainage may be related to the valve and/or to the patient's physiological conditions. No further investigation or corrective action is deemed required.

Event description:
The physician reported that the device was implanted in a female patient on in 2005 for adult normal pressure hydrocephalus. Based upon clinical and radiological signs, the device had stopped working, the valve was explanted in 2007. A programmable valve was implanted the same day. The patient condition after valve replacement was reported as good.